Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide after an interventional procedure. Reportedly, when the plunger was removed there was no suture attached. A second proglide device was used to achieve hemostasis. A 6fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The returned device found a needle tip to anterior cuff detachment occurred, due to the posterior cuff and needle tip not being rejected from the foot pocket. The trigger boss of the plunger was found damaged and displaced preventing the push mandrel from completely ejecting the posterior cuff during needle deployment. Although the incomplete cuff ejection detected had the same result and appearance as a needle to cuff miss, based on these findings the reported needle to cuff miss can not be confirmed. The cause of the incomplete cuff ejection and subsequent anterior needle detachment experienced during use appears to be related to operational influences during use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.